Event description:
It was reported that shaft break occurred. The 90% stenosed, 32mm in length target lesion was located in the severely tortuous, severely calcified and 2.5mm in diameter left anterior descending artery. A 2.50x32mm promus element ¿ stent was advanced to the lesion; however, the shaft of the stent delivery system (sds) was fractured and separated into two parts due to the severe calcification and tortuosity of the lesion. The proximal part of the device was directly removed from the patient while the remaining part was still inside the patient. The physician used a balloon catheter and the balloon was inflated inside the guide catheter. The remaining portion of the sds was then removed together with the guide catheter. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 194 mm distal to the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery and not in the left anterior descending artery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery and not in the left anterior descending artery.